Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 2.5x20mm taxus express2 stent was initially implanted. The physician was attempting to place a taxus express2 2.5x16mm drug eluting stent distal to the first stent but the stent delivery sys was unable to advance through the 2.5x20mm stent. When the sds was removed the proximal edge of the stent was found to be lifted up. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.